Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The loose connections in the power cable were evaluated and repaired. The sys was tested and found to be working as intended and returned to svc.